Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came for a clinic visit with a significant tear to the modular cable with oxidation. The patient had no alarms or symptoms. The patient's international normalized ratio (inr) was 2.0. It was recommended to exchange the modular cable. Log files were sent for review and captured no unusual events recorded. The log files did not contain any evidence that the damaged modular cable interfered with mechanical circulatory system (mcs) equipment operation.